Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine device check. Upon interrogation, noise episodes were observed on the right ventricular lead since (B)(6) 2017. The noise presented differently in amplitude and source, and it caused the pacing inhibition. However, the noise was not reproducible. Further interrogation of the lead reveals that the lead impedance increased. All the other electrical measurements were normal. The device was reprogrammed to reduce the sensitivity. The patient will be monitored continuously.